Event description:
It was reported that the ilet pump was dropped onto a radiator, after which the display developed lines consistent with a damaged screen, while pumping functionality and blood glucose control reportedly remained unaffected. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and continued therapy using cgm through the dexcom app or receiver, with instructions provided to shut down the device and return it for evaluation. Investigation included review of the user¿s report, verification of device identification, and collection of return logistics for further assessment. Investigation of this case revealed physical damage to the display consistent with external impact, with no indication of a systemic pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental impact.